Event description:
New information received noted that the rv lead was capped on (B)(6) 2026.

Manufacturer narrative:
Further information was requested but not received. D4, UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the right ventricular (rv) lead was noted to have insulation abrasions. On 05 (B)(6) 2026, the physician replaced the rv lead. There were no patient consequences reported.